Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The reported event, black screen, was confirmed but the cause could not be specified. The event can be detected by following the instructions for use (IFU) which state: " inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The reported issue may be the result of a short circuit in the image sensor cable. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope no image displayed, screen stays black. There was no report of patient harm or user injury associated with this event.